Manufacturer narrative:
H6, adverse event product codes, corrected data: matching investigation findings code inadvertently not used in prior supplemental report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a fall at her group home and possibly damaged her implant. She stated she went to see the physician who said the implant was not working. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was further reported that the patient underwent a battery replacement due to battery depletion.

Manufacturer narrative:
B5, describe event or problem, corrected data: additional information inadvertently not submitted with prior supplemental report.

Event description:
Per the physician, what is meant by damaged implant/implant not working is that the wire disconnected and the injured device itself. The patient has been referred to neurosurgery.